Event description:
After 6+ months of implantation, this pacemaker was explanted because of an infection. Note: ela medical was not aware of this case unitl august 16, 2006.

Manufacturer narrative:
The device was not returned for analysis, therefore, the production history and sterilization records were reviewed. The records showed the device was mfg, sterilized and released according to applicable standard operating procedures.